Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of the flexima plus was performed, the stent was load in the delivery system and it did not present any visual issues, not issues were observed in the suture and the suture hole. However, the guide catheter was found stretched and broken in the proximal section, additionally, it was found a bent/kink in the guide catheter distal section. Based on the event information the problem was noticed during the procedure, additionally, it was reported that 'bile duct stenosis' during procedure, it's important to mention that this anatomical factor can cause resistance and / or friction during the deployment of the stent, the device may become difficult unable to be properly / smoothly advanced / handled and at the same time impacting the functionality of the device generating the observed guide catheter stretched issue, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent can result in guide catheter kink and broken. Therefore the most probable root cause for this event is 'adverse event related to procedure' since an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. It is most likely that due to anatomical or procedural factors encountered during the procedure the device performance was limited, these device condition can result in issue deploying the stent. A review of the device history record (DHR) was performed, no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage in the distal bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to release the delivery system, severe resistance was met and the stent was unable to be released. Attempts were made to advance the delivery system and in the process, the guide catheter became stretched. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.